Event description:
It was reported that the patient presented in the ER after receiving vibratory alert for low shock impedance. The svc coil was programmed off and the rv to can impedance measured within normal range. Patient will bemonitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.